Event description:
The complainant reported that after placing a needle to gain vascular access, a guide wire was introduced and then pulled back through the needle. The wire seemed to catch on the needle. The doctor removed the needle and the wire, and noted that the wire had unraveled. It was reported that there was no harm to the patient.

Manufacturer narrative:
Evaluation: conclusions: the suspect device has been returned to merit for evaluation. A follow-up report will be submitted when the investigation is completed.